Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy. While firing, the surgeon was able to press the green button of the device, however, it was unable to fire and its handle was unable to squeeze. The surgeon used another handle to resolve the issue and complete the case. There was no patient injury.